Event description:
Upon performing facility's usual qa testing prior to sending the pump to another pt, staff found that they were unable to change the number values on the screen. Pump was in "llo". Pump was rebooted. Still unable to change number values.